Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a snycopal episode due to non-capture of the right ventricular (rv) lead. The lead showed a trend of high thresholds and intermittent capture had been observed. The patient's left side was occluded so the rv and right atrial (ra) leads were both capped and a new system was implanted on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.